Event description:
Procedure type: lap chole with ercp. According to the reporter:large hole at bottom of bag and the gall bladder slipped out. Patient status is good. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used. A new device was used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 04/13/2015.